Event description:
It was reported that a defective tube occurred before use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "the tube was defect. Cut tube."

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for tubing severed with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. However, further investigation activities were conducted, and a potential root cause has been identified. We are reviewing specific areas in the manufacturing process where the cause of this issue may have originated finding that the most likely root cause was determined to be related to a manufacturing issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defective tube occurred before use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "the tube was defect. Cut tube."